Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a plexitron continu-flo solution set. The set could not be connected due to the connector being stuck. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional evaluation was performed which revealed that the luer connector was stuck and would not move due to excess solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.